Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.